Manufacturer narrative:
Device broke intra-operatively. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgical procedure of the fifth metacarpal bone fracture, a cortex screw broke at the screw head. The broken piece of the cortex screw remained in the patient&#38112;bone. There was no surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. We have received article 400.809s back for investigation. The shaft was not received and remained like reported in the patients bone. The visual inspection which was provided as far as possible showed that the screw head and recess are in good condition. Further investigation without the received shaft and with no lot number was not possible. The root cause could not be defined exactly. It is likely that too much applied force or inserting the screw in a tilted position could have led to this breakage. No manufacturing related fault could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.